Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was around the patient but when site went to open, the system partially opened and then became unresponsive. They closed the gantry but then it remained stuck around the patient. They rebooted the system with resolution. This issue occurred post operatively and caused less than 1 hour surgical delay. No additional information was provided. Additional information received stating that issue had no impact on the patient, the surgical outcome was not affected.

Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system, there were a sequence of events that lead to what was called in as the "door not being able to be opened". First they tried a spin but it was a nav spin mode and no longer connected to the stealth after surgeon said the navigation system was no longer needed, yet a post surgery scan was requested. But the system was still in a nav spin mode and would not spin. At that time that the ethernet was taken off and put back to the imaging system from the navigation system. Afterwards they were able to get a complete spin back in nav mode since communication was back to the stealth. Site performed a 2d shot and then performed a 3d spin, successfully then they tried to rotate back to a open position and tried to open the door but was unsuccessful, the logs show that the technician did not hold the door open button long enough multiple times, findings are user error. Tested, system functions as intended and ready for use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.